Manufacturer narrative:
This is the final report.

Event description:
A report was received that the physician prescribed lidoderm patches for the patient's redness, hotness and swelling at the ipg site. The patient experienced this feeling after a spinal surgery where a drain was placed right next to the ipg.